Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery due to an unspecified reason. The previous ipp device was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.